Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the reported issue contribute to any patient adverse consequences? Please provide the applier product code and lot number? Please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). What suture type and size was used? When the event occurred, was the suture placed near the hinge of the clip? Were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture? Was the applier checked for damaged (jaws straight and aligned)? If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? How many clips demonstrated the alleged deficiency? Could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided please provide the source or name of person providing answers to follow-up questions: the manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional h11: in a prostatectomy procedure with dr. The lapra-ty device failed to close most of the clips. It was reported that only two of the clips out of the whole pack worked correctly. The same problem was reproduced with clips from the same box this morning during an inservice. The clips from the procedure were not saved, but the clips from the inservice were saved and are available for return. The clips seemed to load easily and correctly into the applier, and would close completely around the vicryl, but would not latch or stay closed. Was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(4), device property of hospital, device in possession of none.

Event description:
It was reported that a patient underwent a prostatectomy procedure on (B)(6) 2025 and suture clips were used. During the procedure, it was reported that in a prostatectomy procedure with doctor, the lapra-ty device failed to close most of the clips. The clips seemed to load easily and correctly into the applier, and would close completely around the vicryl, but would not latch or stay closed. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, h4, d4 corrected data: h6 component code. Additional information was requested, and the following was obtained via: did the reported issue contribute to any patient adverse consequences? No. Please provide the applier product code and lot number? Tbd. Will be sending them back for analysis as well, but under a different pcn. Please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). Unknown/tbd. (B)(4). What suture type and size was used? 3-0. When the event occurred, was the suture placed near the hinge of the clip? Yes. Were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture? The clips would close but not latch/lock. Was the applier checked for damaged (jaws straight and aligned)? Yes. They appear to be in excellent condition. If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? A small amount of tension. No excessive tension. How many clips demonstrated the alleged deficiency? 5-6. Could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided pending, will update when shipped. Please provide the source or name of person providing answers to follow-up questions: a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.